Event description:
Rptr complains of left breast infection after placement of implants, tired often, headaches, soreness between breasts, left breast pain and burning with itching, hands and feet swell, kidney and bladder infections, breasts feel hard as rocks, tightness across chest, joint swelling, pain and stiffness, hardening of skin around implant, thick skin on feet, breast tenderness, fatigue, swollen glands, weight gain, implants are too big, stick out like cones and look unnatural, sleeping and memory problems, depression, and possible implant leakage.